Manufacturer narrative:
(B)(4). Investigation completed and product system evaluated with no defect found. Most likely underlying root cause of malfunction:user had an inaccurate reference or user had high glucose value. Note (B)(4). Manufacturer contacted customer with follow up phone calls for knowing customer's condition; on (B)(6) 2016, the customer stated felt better and did not currently have any diabetic symptoms. The customer stated that on (B)(6) 2016 was admitted to the emergency room. Customer stated the home care nurse had made a routine visit,the nurse tested customer's blood sugar with the customer's truemetrix air and the result was 495 mg/dl fasting. Customer stated the nurse then advised to go to emergency room customer stated she went to emergency room due to the high readings and symptoms she was experiencing (headache and fatigue). Customer stated the diagnosis at the emergency room was hyperglycemia and hypokalemia. Customer stated that at the emergency room was treated on IV insulin and was also given potassium chloride in sodium chloride via IV. Customer does not remember the exact number of blood glucose test result at the emergency room, but estimated was "500mg/dl something" and it was tested with another glucose meter. Customer was discharged the same day. Customer tested with the truemetrix ir on (B)(6) 2016 after got home from the hospital and obtained a result of 259 mg/dl fasting. Customer stated also tested (B)(6) 2016 in the morning fasting and obtained a result of 290mg/dl. Customer stated the doctor recommended to divide lantus dosage - customer is to take lantus at bedtime and lantus in the morning everyday.

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 449 mg/dl. The customer's expected fasting blood glucose test result range is 75 - 145 mg/dl. Customer states she is experiencing a headache and is feeling fatigued. Customer knew this was related to the diabetes. Customer was advised to seek medical attention and/or contact healthcare provider. Customer denied need for medical attention at the time, stating would take the scheduled medication and continue to monitor the blood glucose. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 280 mg/dl and 288 mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 01/18/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer is concerned with the readings obtained from 200-450mg/dl fasting. Customer states that is aware the blood glucose is higher because the hemodialysis treatments and is very concerned the readings are significantly above 200mg/dl. Customer states she has not had any recent changes in her diet, exercise, or medications.